Manufacturer narrative:
Svc was not dispatched for the analyzer involved in this event. Sample was sent to beckman coulter inc for analysis. The presence of a heterophile interferent was identified in the pt sample which is the root cause for this event. Heterophile antibodies are known to be an interferent. Product labeling indicates, in the "limitations of the procedure" section the following: "the possibility exists for interference by heterophile antibodies in the pt sample." This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.

Event description:
Customer reported erroneous and discrepant access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for one pt when using the unicel dxl 800 access immunoassay system. The erroneous high test results were above the normal reference range. Test results were reported out of the lab. Repeat analysis was performed using two alternate methodologies. The test results were within the normal range. Elevated tsh test results had been reported for this pt for the past six months. The pt was treated with thyroid medication that made him hyperthyroid when he was euthyroid. This medication made the pt feel very ill. Also the pt underwent MRI (magnetic resonance imaging) and other scans over the last six months that were unnecessary.